Event description:
It was reported that when the devices were used during a laparoscopic assisted vaginal hysterectomy, the rotating knob broke on one and the closing handle broke on another. Another device was used to complete the case. There was no consequence to the patient.